Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to communicate with the communicator. Technical services (ts) determined that home environment was unlikely the cause. Latitude data was reviewed and it was confirmed there was no issue with the communicator. The patient received a software update and sent a transmission before the first loaded impedance measurement, and the device was disconnected since then. Ts suspected rf was disabled and impedance was elevated. Ts recommended the patient be brought in office to assess rf status. If rf was disabled, ts recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.